Event description:
It was reported that during the implant procedure, the device¿s setscrew fell out of the grommet and was placed back in and tightened down. It was noted that the setscrew had been backed out a turn to a turn and a half before the lead was inserted into the device. This may have caused the setscrew to fall out. There was concern that the grommet was damaged so the device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a missing grommet and a missing set screw. (B)(4).